Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right common iliac artery. A 9.0x30x135 cm express ld iliac / biliary stent was advanced for treatment but the physician decided not to deploy the stent. However, as the physician taking the stent out of the body, it slid off the balloon catheter. A 6x20 charger balloon catheter was placed to deploy the stent and the procedure completed. No patient complications were reported. It was further reported that images were performed while positioning the 9.0x30x135 cm express ld. The physician was intending to use the stent to extend the 7 x 57 express ld to right common iliac/ distal aorta. However, the physician decided the initial stent (7 x 57 express ld) placed in the right common iliac artery was sufficient, so decided not to deploy the additional stent. When the 9.0x30x135 cm express ld was pulled back through the 7 x 57 stent, it was caught by stent struts and slid off the deployment balloon catheter into the right common iliac artery.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right common iliac artery. A 9.0x30x135 cm express ld iliac / biliary stent was advanced for treatment but the physician decided not to deploy the stent. However, as the physician taking the stent out of the body, it slid off the balloon catheter. A 6x20 charger balloon catheter was placed to deploy the stent and the procedure completed. No patient complications were reported. It was further reported that images were performed while positioning the 9.0x30x135 cm express ld. The physician was intending to use the stent to extend the 7 x 57 express ld to right common iliac/ distal aorta. However, the physician decided the initial stent (7 x 57 express ld) placed in the right common iliac artery was sufficient, so decided not to deploy the additional stent. When the 9.0x30x135 cm express ld was pulled back through the 7 x 57 stent, it was caught by stent struts and slid off the deployment balloon catheter into the right common iliac artery.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with the stent detached from the balloon. The stent was not returned for analysis. A visual examination found that the balloon to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The stent crimp marks were clearly visible on the balloon material. The device was returned with the stent completely detached from the balloon catheter. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right common iliac artery. A 9.0x30x135 cm express ld iliac / biliary stent was advanced for treatment but the physician decided not to deploy the stent. However, as the physician taking the stent out of the body, it slid off the balloon catheter. A 6x20 charger balloon catheter was placed to deploy the stent and the procedure completed. No patient complications were reported.